Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced a hemothorax during a procedure that involved their implantable cardioverter defibrillator (ICD). Following the procedure, the patient developed pain and shortness of breath. The patient was monitored and then discharged with no issues.

Manufacturer narrative:
B5: correction needed because information regarding patient instability and stent placement should have been included.

Event description:
It was reported that the patient experienced a hemothorax during a procedure that involved their implantable cardioverter defibrillator (ICD). Following the procedure, the patient developed pain and shortness of breath and was taken to the operation theatre due to instability. A post diagnostic angiogram and venogram endovascular stent was performed. The patient was stabilized afterwards and then discharged with no issues.